Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulators (ins) for spinal pain. It was reported that the patient got the replacement recharging antenna and was able to charge the ins right up with the new antenna on (B)(6) 2020. But the battery has not decreased at all. When he goes to charge the ins, he gets the ins charge complete screen. The patient tried charging again and saw ins charge complete screen, then across the top of the screen he saw the ins was on and the recharger battery was 50% full. He was not feeling stim at all and didn¿t notice if the ins icon showed ins was on previously. The patient has not been feeling stim since around june when the battery wasn¿t charging with the antenna issue. He did not have the patient programmer with them to check ins settings. He was redirected to his healthcare provider to check settings. Additional information was received from the patient's healthcare provider recommended a xry of lumbar spine performed (B)(6). The results were not yet available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's x-rays were received. The patient's status was post instrumented fusion from l3 to l5 with bilateral vertical rods and paired transpedicular screws. Bone graft material was noted. Spinal stimulator device was present. Mild levoscoliosis was present. The patient's status post decompression at l4-l5. Severe multilevel degenerative disc disease seen at l1-l2 and l2-3. No hardware complication was seen.